Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. The device event log was unable to be downloaded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. The error code indicated an issue with the processor on the circuit board. The circuit board was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "lec 1660 to error 1660 alarm". Visual inspection found the pump to be in good physical condition with a scratched screen. Was not able to find evidence of the customer's reported problem in the event log as investigator was unable to download any information. The device was powered up and alarmed ec 1660, which is an issue with processor on the circuit board. What caused the reported problem was the circuit board. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.